Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a low blood glucose on (B)(6) 2021. The customer's blood glucose was as low as 38 mg/dl to 50 mg/dl. The customer also had a seizure. The customer was treated with glucagon. The customer's mother alleged that the insulin pump was over delivering insulin. The customer was using the insulin pump within 48 hours of the reported low blood glucose event. The auto mode feature was active at the time of the event. The insulin pump will be returned for analysis.